Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the patient did not have an MRI and everything was just fine. The patient had it checked out, was doing well now, and reported that it was okay. It was confirmed that the CT did not affect the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient hadn¿t used their stimulation since (B)(6) 2017 as they had been hit by a car on the street and they performed a cat scan and their doctor told them the cat scan probably ¿burned up the battery,¿ so the patient left their stimulator off. The patient stated they tested the battery yesterday and said it was ok so they tried to recharge their device. The patient stated that on the recharger screen they were seeing the lightning bolt in the top left corner and it went away after a few seconds. The patient stated that they saw the audio icon and the recharger battery level icon. The patient stated that the battery on the right flashed the quarter interval. The patient stated they saw ¿the thing in her hand¿ on the left side of the screen. Patient services requested the patient press and release the cancel button multiple time. The patient reported the screen remained unchanged from how they described it before. Patient services reviewed that the recharger appeared to be frozen and that a hard reset may resolve the issue. The patient did not have a small enough screw driver to complete the steps. It was requested that the patient call back when they were able to obtain the necessary equipment to complete the hard reset steps. It was reported that the patient being hit by a car, the CT scan leading to the suspected battery ¿burning up¿ occurred on (B)(6) 2017. The no coupling boxes showing on the recharger screen occurred on (B)(6) 2018. Additional information was received from the patient¿s granddaughter later the same date. They were calling with the recharger and their grandmother to reset the recharger. They stated that they had taken the screw out, plate and antenna off. It was requested that they put it back together and then try to start a charge in order to evaluate further what the issue was. The caller put the equipment back together and was successful to start a charge with 8 black boxes. It was reported that the ins battery was about half full and the recharger showed full. They stated ¿it¿s working¿. An online tutorial was offered and sent to them. The reason for the call was resolved during the call.